Event description:
It was reported that the lead dislodged. The physician attempted to reposition the lead but was unable to advance. The physician attempted to introduce a guidewire by cutting insulation on the lead, but was not successful. It was also reported that over 800 short intervals were recorded, which could indicate oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary results revealed that the outer tubing overlay was breached cut. There was blood/body fluid on the distal conductor (not obstructed) and the inner insulation was kinked/buckled. All insulators were breached cut. Blood was also present in/on the helix/lobe mechanism and sleeve head. The lead appeared damage at implant.